Event description:
It was reported that an ilet pump¿s touchscreen cracked after the patient dropped the device at school, after which the device was not functional and was no longer watertight; the event aligns with a broken screen affecting the user interface and enclosure. Symptoms included no impact to blood glucose. Outcomes included replacement of the device and instructions to discontinue use of the damaged unit, preserve therapy via cgm, and return the original. Investigation included a review of the event history and device handling circumstances and inspection of the returned device. Investigation of this device revealed physical damage from accidental drop consistent with user-induced damage to the touchscreen component leading to loss of function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.